Event description:
It was reported that during an anterior cruciate ligament surgery the screw did not grip and could not be inserted tibially. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information. Complaint allegation is confirmed. One unpackaged ar-5028c-08 batch 15076399 was received for investigation. Functional testing of the ar-1996cd-1 batch 47322249 has confirmed that the screwdriver seats completely at the end of the screw, indicating there are no issues with the device. Visual evaluation found signs of wear. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion.